Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue where the pump would not stop priming. Customer's blood glucose level was 20.0 mmol/l at the time of the incident. Customer stated that they were unable to exit the preparing to prime loop. Customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers on the display. Customer stated that they did not receive any beeps and/or numbers. Customer had symptoms of thirst and feeling drained. Customer was admitted to the hospital on (B)(6) 2014 through the emergency room. Customer was given insulin and was wearing the pump at the time of the hospitalization. Customer stated that the drive support cap appeared to be normal. Customer declined to check the pump settings. Customer will be sent a tubing clamp and will call back to complete troubleshooting. Insulin pump will need to be replaced. No further assistance needed.